Event description:
On (B)(6) 2008, an ipp was implanted. On (B)(6) 2009, a revision surgery occurred. It was indicated that an accessory kit was used at this procedure. It is unknown what occurred, additional details have not been provided.

Manufacturer narrative:
Should additional information become available regarding this event, it will be reevaluated and a follow-up report will be sent.